Event description:
The initial plif (post lateral interbody fusion surgery) was performed on (B)(6)2013 to fuse l4-l5 vertebral bodies. The report indicates that one year post operatively, the patient reportedly had back pain. Upon review on (B)(6) 2014, it was discovered that the left 4.5mm pedicle bone screw shank at l5 fractured. Revision surgery occurred on (B)(6)2014 and two fractured bone screws at l5 were replaced with 5.0 mm bone screws. Patient reportedly doing well post revision. Patient's activity level and compliance with post-surgical instructions are unknown.

Manufacturer narrative:
(B)(4). The returned screws were measured and met design requirements. Review of the device history records notes so material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. Visual evaluation of the fractured surface suggests a cyclical fatigue failure. The observed characteristics coupled with the duration to failure suggest continued instability and/or a non-union condition. It is unknown if the patient sustained some impact or fall. The root cause of this reported event has not been determined; no conclusion can be drawn. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture," "these devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's" "correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks the size and shape of the human bones present limitations on the size and strength of implants."